Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket. However, the specific cause of the damaged video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had a poor contact of the endoscopic socket, deformation of the internal golden pins, frequent absence of images when shaking the plug, flashing panel, and a host which was unable to be turned off when turned on. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found no image due to a deformed metal contact pin inside the scope connector and that the device power switch didn't work intermittently due to a faulty power unit. The front panel flashing was not able to be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.